Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter insertion is not possible to advance, so it is removed. A delay in treatment is reported. The catheter is found defective.

Manufacturer narrative:
(B)(4). The customer returned a dilator, a 2-lumen catheter, a guide wire and the product lidstock for evaluation. The guide wire was unraveled but one continuous piece. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The core wire proximal tip was exposed out of the coil wire. The distal j-bend was misshapen but intact. The returned catheter and dilator show no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is pinched at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and dilator did not reveal any defects or anomalies. The major kinks in the guide wire body were measured at 86, 171 and 568 mm from the proximal tip. The broken core wire measured 601 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire and the catheter body length were measured and were found to be within specification. A lab inventory guide wire of same diameter as that supplied in kit cv-17702 passed through the distal extension line and catheter body of the returned catheter with minimal resistance. It also passed thru the body of the returned dilator with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: catheter insertion is not possible to advance, so it is removed. A delay in treatment is reported. The catheter is found defective.